Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was "brown foreign matter was found in about 10 tubes in the pack."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-08. Investigation summary: bd received 25 unused samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for additive abnormality( edta clump)was observed. Additionally, the customer samples were evaluated by visual examination and 2 samples showed the issue of additive abnormality. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. 100 retention samples from bd inventory, were evaluated by visual examination and the issue of edta clumps was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was "brown foreign matter was found in about 10 tubes in the pack."